Event description:
Patient called back and repeated the information reported in this case. Patient stated that the fall had caused the lead to pull and break in a couple places. Patient stated they had been working with a doctor and 2 reps on the device until the pandemic hit and no one could help. Patient stated they're now trying to restart the process and get the device removed and replaced, but the hcp facility told them there is no doctor there that would be able to help. Patient added that their implant leads go down into their tailbone instead of up the spine which is why none of the doctors will help. Patient stated they just want to get in contact with a rep to help. Agent offered to send patient physician listings; patient got upset and stated they could call 100 doctors before they find one, or they could just talk to a rep. Agent sent patient physician listings and sent message to the field for visibility.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient took a fall on (B)(6) 2019 and noticed that the ins was not working and moved 5 inches up on their waist band and they were not feeling vibration. The patient stated that they moved and did not have a healthcare provider (hcp) in their area. The event occurred in (B)(6) 2020. No further complications were reported/anticipated.

Event description:
It was reported the patient fell on their device in (B)(6) 2020. There were high impedances; reprogramming was attempted. The system was explanted on (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID: 3487a-56, lot# v100243, serial# unknown, product type: lead. Product ID: 3708220, serial# (B)(6), product type extension. Product ID: 3708220, serial# (B)(6), product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.